Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
It was reported lead diagnostics revealed multiple high impedances on the lead. An x-ray was taken and showed no anomalies. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified: patient underwent surgical intervention on (B)(6) 2017 to remove and replace lead. Patient is now receiving effective therapy.